Manufacturer narrative:
Only the subject knife was returned to omsc for investigation. The knife was burned. As the lot number was unknown, the manufacturing record was checked for a year after the day when the subject product was delivered to the facility and nothing abnormal detected. The doctor reported that he used the device pressed more forcibly to the lesion than usual since the tissue changed to fibers and was hard. Omsc assumes that the length of the contact between the cutting knife and the tissue was too short or the knife came close to the tissue while activating output, which caused spark and a part of the knife became extremely hot, resulting in strength decrease. In addition, the doctor applied the stress to the knife by cutting tissue, which caused the breakage. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp (omsc) was informed that during gastral endoscopic submucosal dissection (esd), the distal end of the subject device broke and came off into the patient. The doctor retrieved only the knife, but a part of broken section left in the patient. The doctor completed the procedure with another device. There was no patient injury regarding this report.